Manufacturer narrative:
Other, other text: device evaluation: the device was returned for investigation. The smiths label was intact. There was evidence of the reported failure in the event logs. There was also a record of repeated power on/off messages. A functional check was performed, and the customer?s reported failure was not duplicated. The root cause of the reported failure cannot be established. The issue is suspected to be problems with parts on the cassette side that come into contact with the pump sensor but that could not be proven. As a preventative, the downstream sensor will be replaced, and the upstream sensor will be re-calibrated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that during the use of the product, a "no disposable, pump won't run" alarm went off. The customer changed the pump to another one, but the alarm sounded again a couple of hours later. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.